Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 , that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of a transmitter failure.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 ontue apr 10 21:22:55 edt 2018 with MFR# 3004753838-2018-21299. The ack3 was received on tue apr 10 21:22:55 edt 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which waspreviously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was provided for evaluation. The reported event of pairing failed was not confirmed but did confirm a failed transmitter error via data. The probable root cause was determined to be a low transmitter battery that lead to a transmitter failure.